Manufacturer narrative:
Concomitant products : 5071-35 x2 lead, implanted: (B)(6) 2008; 4076-52 lead, implanted: (B)(6) 2007. Product event summary : the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also indicated the criteria for rv lead integrity alert were met, the impedance trend of the rv pacing lead was rising, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was oversensing. The lead was explanted and replaced. During the replacement procedure, the right atrial lead was entangled with the rv lead so it was explanted and replaced. The left ventricular lead had a visible insulation breach when it was freed from the pocket. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the partial lead in segments was returned, analyzed and no anomalies were found. The setscrew marks on the connector pin were too proximal. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The overlay tubing of the lead was extrinsically breached due to pulling/ stretching/overstress. If information is provided in the future, a supplemental report will be issued.